Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had experienced a high blood glucose level. The customer's blood glucose level at the time of the incident was 466 mg/dl. The customer was treated with manual bolus. The customer was advised to change the infusion set. The insulin pump will not be returned for analysis.